Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited atrial undersensing. Low amplitude was also observed. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device remains in service.